Event description:
Dentist reports a case involving needle breakage in a male pt who was scheduled for a tooth extraction. A mandibular block was given using a 30g short astra dental needle. During the injection the dental needle broke off at the hub and became embedded below the pt's gum line. The dentist attempted to remove the dental needle by making an incision in the g=um but was unsuccessful. The pt was immediately referred to an oral surgeon who was also unable to locate and remove the needle. The pt was referred to a second oral surgeon who successfully removed the needle. The procedure was performed in the hospital under genral anesthesia. The dentist con=mmented that she had not bent the needle and had contacted the bone.response received 2/10/95 from reported provided no further details.healthprofessional's assessment of causality:injection site reaction highly pbable.